Manufacturer narrative:
Bayer r&I product analysis received and examined the returned product and determined tha the guidewire had broken and separated approximately 1/2 inch distal of where the teflon coating ends and where the flexible tips start.

Event description:
The site reported the following: a male patient with extensive vascular disease underwent a procedure of the sfa (superficial femoral artery) while connected to a jetstream atherectomy device. The jetstream xc 2.4 atherectomy catheter was used along with the jetstream jetwire. During the manipulation of th device the jetstream jetwire fractured and approximately 15 cm of wire was left behind in the patient. The physician attempted to snare the piece several times without success. The physician then deployed a self-expanding stent pressing the retained piece of wire up against the vessel wall in the sfa. The sfa was successfully opened, however, there were no open arteries below the knee in this time same leg. One week post procedure, the patient underwent an above the knee (k) amputation of the leg as a result of his pre-existing diffuse morphology. The retained jetwire fragment was found within the amputation remains. The need to perform the amputation stemmed from the patient's pre-existing vascular disease and not as a result of the retained jetwire fragment. The physician stated that the jetwire did not contribute to the need for the amputation. This event was determined to be reportable due to the intervention procedure of attempted snare and then the subsequent stent placement to hold the broken wire up against the vessel wall.